Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that when the nurse was disconnecting the blood tubing set from the patient at the end of a blood transfusion the nurse found that the tubing set had leaked between the tubing set and the maxzero¿ connection. The nurse stated that the maxzero¿ and the tubing connection were noted to be tight and secure. There was no patient harm.